Event description:
I was assisting another rn with placing an IV. The patient was very tremulous and I was stabilizing his arm. The rn placed the IV catheter and advanced the safety, an audible click was noted. The safety needle was then placed aside in order to secure the IV line. During this time the patient flinched and my hand was stuck by the needle. This occurred because the safety device did not extend the full length of the needle as it should have.